Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted contrast visible in the inflation lumen and balloon, which is consistent with preparation. The stent was dislodged from the balloon and not returned. Crimp marks were visible on the loosely folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. Factors that can contribute to stent damage include, but are not limited to, manufacturing, removal of the protective sheath, handling of the product, or interaction of the stent delivery system (sds) with accessory devices or anatomy. Return of the stent may have aided in the investigation. It is unknown when the stent damage occurred, but it is possible that the damage occurred during handling of the product during preparation for use or during insertion of the guide wire. Additionally, as the sds was noted to have not entered the patient anatomy, it is possible the stent was inadvertently handled during packaging, handling, and return to abbott vascular resulting in the stent dislodging from the balloon. A conclusive cause for the reported stent damage or stent dislodgement could not be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to the reported event. All stent delivery systems are visually inspected online for damage and stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: sprinterlegend1.25-40, hiryu 2.25-15. Guide wire: runthrough. Guide cath: tiga6f. The device was received. Investigation is not yet complete.

Event description:
It was reported that during the procedure in the left anterior descending artery, the xience v stent system was advanced over a non-abbott guide wire. When attempting to insert the stent system into the rhv/y-connector, it was noted that the stent struts were flared. It is unknown if the struts became flared when the protective sheath was removed or when the proximal end of the guide wire was inserted into the tip of the stent system. The device was not used and a xience v 2.5x12 stent system was used to complete the procedure. There was no significant clinical delay. There were no reported adverse patient effects. ***additional reported information indicates that the stent implant dislodged from the stent delivery system; however, reported information indicates that the stent likely dislodged when the stent system was re-inserted into the dispenser for shipment to abbott vascular.